Manufacturer narrative:
Device history record review and complaint history review were not performed based on the low severity of this complaint. The technical investigation confirmed that the two reported communication failures were due to shared memory errors. (B)(4).

Event description:
Communication failure while driving to a trajectory. System shut down. Unplugged robot, and switched off toggle switch. Re-booted system and continued with surgery. Another communication failure while the surgeon was reviewing the post op scan. System shut down, rebooted and continued to review.